Event description:
Reporter stated that patient was experiencing unexplained high blood glucose levels (in the 300's (mg/dl)) that were corrected when patient switched to back-up device. No treatment was received for high blood glucose.